Event description:
It was reported that, during a mid-urethral sling placement procedure using an obtryx ii system - halo, when the physician was trimming the mesh of the skin, cutting through the plastic sheath and mesh behind the blue dilators, she lost the grip on the sheath and fell into the patient. The physician then attempted to dissect the vaginal incision to reach up through the sling pathway to grab hold of the plastic sheath, but she could not find it. The patient's incisions were then closed up, and the patient stayed in the hospital for monitoring.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of plastic sheath detachment.